Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 12/13/2018, was sent in error.

Event description:
The customer reports: the physician when trying to pass the guide through the catheter realizes that the guide does not advance and finds a blockage and the catheter was replaced with a new one".

Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: "the physician when trying to pass the guide through the catheter realizes that the guide does not advance and finds a blockage and the catheter was replaced with a new one".